Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was given a referral to have her pd catheter (not a fresenius product) removed. Subsequent attempts to obtain additional clinical information (e.g., causality, medications, demographics, modality change) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required the removal of the patient¿s pd catheter (not a fresenius product). The etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. However, during intake the serious adverse event(s) was not attributed to any malfunction or deficiency of a fresenius device(s) and/or product(s). Nonetheless, it should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the limited information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 24/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was given a referral to have her pd catheter (not a fresenius product) removed. Subsequent attempts to obtain additional clinical information (e.g., causality, medications, demographics, modality change) were unsuccessful.